Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to use, the device has loading and unloading difficulty. When the charger was connected to it, the charge did not shoot. While unloading, the charge was stuck in the stapler . No patient injury noted. No further details given.